Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 at approximately 2:00 pm, the patient was outdoors when a cgm alert indicated a glucose reading of 85 mg/dl. The patient reported no associated symptoms at that time. The patient was unable to perform a fingerstick or administer any treatment prior to losing consciousness. The patient believes he was unconscious for several minutes. A mail carrier found the patient unconscious, revived him, and contacted emergency medical services. Upon arrival, paramedics performed a fingerstick glucose measurement; however, the patient does not recall the result. The patient also does not recall the cgm reading at the time of the fingerstick. No medication or treatment was administered by paramedics. The patient was transported to the emergency room (ER), where an additional fingerstick glucose measurement was obtained; however, the patient does not recall the result or the cgm reading. The patient was given orange juice. The patient reported sustaining a lump on the head and bruised ribs as a result of the fall; however, no treatment was provided for these injuries. An x-ray was performed, which confirmed no fractures. The patient remained in the ER until approximately 7:30 pm and was then discharged home. At the time of the report, the patient indicated that he was recovered and feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.